Event description:
The target lesion was the proximal to mid lad. The vessel was de-novo, eccentric, bifurcated, calcified and ostial. Aha/acc classification of the vessel was a type c. The lesion length was 50mm and vessel diameter was 3.0-3.5mm. Pre-dilation was conducted with a balloon (2.5/15mm) at 20 atm for 20 seconds. The 1st cypher (3.0/33mm) was implanted at 14atm for 30 seconds. The 2nd cypher (3.5/18mm) was implanted at 16atm for 25 seconds proximal to the 1st cypher overlapping it. Post-dilation was not conducted. Ivus was conducted. The residual % of stenosis was 25%. Timi flow before and after the procedure was 3. Act was not measured. Three days later, the pt was discharged from the hosp. The following day, the pt complained of chest pain and came to the hosp and abnormalities in ECG (st elevation) were observed at anterior chest. Cag was conducted and thrombus was observed inside the two implanted cypher stents. To treat the thrombus, aspiration and then poba was conducted. Then oct and ivus were conducted. Two weeks later, the pt's condition was stable and he was discharged from the hosp. Physician indicated that the cause of the thrombotic event may be because the stents were under-dilated due to the severe calcification.

Manufacturer narrative:
This device (lot 14154532) is distributed outside the united states; however, it is similar to the united states product cxs 33300. This device is one of two products associated with this event. Please refer to MFR report # 9616099-2009-018554. The product remains implanted in the pt and is not available for analysis. Additional info will be submitted within 30 days upon receipt.